Event description:
It was reported that this pacemaker exhibited high capture thresholds. The physician opted to abandon this device and the patient received a non boston scientific leadless device. No additional adverse patient effects were reported.